Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach on a laparoscopic sleeve gastrectomy, the handle prematurely locked out as if it was the end of its firing sequence on the third squeeze. The jaws opened up off of the tissue, reinforced was cut off of jaws and reload was removed safely. A new reload and handle was opened to complete the case. There was no patient injury.